Event description:
It was reported that the pump's alarm volume and vibration were too low. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.